Event description:
(B)(4). Reason for original complaint ¿ bilateral patient. Litigation alleges that patient has elevated metal ion levels. Update: (B)(6) 2014 - sales rep reported revision surgery of the right hip. Patient's right hip was revised to address pain. Adapter sleeve added to complaint. This complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed.

Event description:
Update rec'd 5/6/2014 - medical records received for right hip revision, upon revision, abundant yellow fluid with chronic looking material, a red-brownish pseudocapsule with necrotic tissue, and significant black material consistent with corrosion were noted. Stem added to the complaint. This complaint was updated on: 05/29/2014.